Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints by event description were found in the same lot. The catheter was received with two pieces of the tip assembly that were detached. The first piece measures at 0.3cm and the second piece (tip end with ro marker) measures at 2.4cm. The complaint sample was sent to an outside vendor for oxidation analysis. This analysis revealed high levels of oxidation at the surface of the brittle fracture site and throughout the tested sample. Visual inspection of the returned device noted blood inside of the distal tip assembly and fluid was observed inside the telescope assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. The two flaps of hub rotator were damaged. Rotator damage can be a function of the relative orientation of the shaft and the rotator which can occur when the catheter is being connected to the motor drive and unrelated to the tip break. During image characterization testing, a good image appeared in the system. The device labeling and directions for use were reviewed and revealed that the labeling and/or dfu contains these warnings: " never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The cause of the fragile tip detachment has been determined to be oxidation of the catheter which causes embrittlement increasing the likelihood of tip detachments of this nature. A root cause of design has been assigned.

Event description:
A percutaneous coronary intervention (pci) was performed to treat a 75% stenosed lesion in the moderately tortuous non-calcified middle left anterior descending (lad) artery. The intravascular ultrasound (ivus) catheter was prepared, loaded onto the guidewire and inserted into the patient without any problems. The physician noted that the tip of the ivus catheter advanced forward without relation to the guidewire. The physician removed the ivus catheter from the patient and noted that the distal tip of the ivus catheter had detached from the catheter at the proximal part of the guidewire exit port. The separated tip remained on the distal part of the guidewire and was successfully retrieved from the patient with a gooseneck snare. There was no resistance or friction noted while advancing or withdrawing the catheter. The procedure successfully completed; the patient condition is reported to be 'good'.

Event description:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints by event description were found in the same lot. The catheter was received with two pieces of the tip assembly that were detached. The first piece measures at 0.3cm and the second piece (tip end with ro marker) measures at 2.4cm. The complaint sample was sent to an outside vendor for oxidation analysis. This analysis revealed high levels of oxidation at the surface of the brittle fracture site and throughout the tested sample. Visual inspection of the returned device noted blood inside of the distal tip assembly and fluid was observed inside the telescope assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. The two flaps of hub rotator were damaged. Rotator damage can be a function of the relative orientation of the shaft and the rotator which can occur when the catheter is being connected to the motor drive and unrelated to the tip break. During image characterization testing, a good image appeared in the system. The device labeling and directions for use were reviewed and revealed that the labeling and/or dfu contains these warnings: "never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications." Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications."if resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications." When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. ¿ when readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The cause of the fragile tip detachment has been determined to be oxidation of the catheter which causes embrittlement increasing the likelihood of tip detachments of this nature. A root cause of design has been assigned.